Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes have displayed fibrin in the serum and erroneously elevated troponin results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to fibrin and erroneous results (hs troponin I) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-hs troponin I) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for lots 4274497 and unknown with respect to the indicated failure modes fibrin and erroneous results (hs troponin I) for lots. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes have displayed fibrin in the serum and erroneously elevated troponin results. No adverse impact was reported regarding the patient or user.